Manufacturer narrative:
Corrected data: h6 - annex a code corrected to include a150101. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: five static images were provided for review. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 76.5mm with a perimeter derived diameter of 24.4mm suggesting a 29mm evolut. The aortic valve appeared to be moderately calcified with protruding calcium in the annulus extending to the left ventricular outflow track. Fluoroscopy valve load inspection was performed and a misload was present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the IFU, if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the misloaded valve was used for the implant attempt resulting in an infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that a new valve was used for the implant. Updated b.5, h.5, imf code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedure delay of 20 minutes occurred as a result of the infold.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012234110); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded in cold nacl by a certified loader. Fluoroscopic loading check showed a crown overlap up to the 4th node. The patient had annular and left ventricular outflow tract (lvot) calcification, therefore the annulus was pre-dilated with a 22mm balloon. When the valve was attempted to be deployed, it became apparent that the valve was not opening properly. A new valve and delivery catheter system (dcs) were successfully used for the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system. The valve was removed from the delivery system and forwarded to the (B)(6) return product analysis lab. The valve was received in a heart valve return kit jar fully submerged in clear 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve was received in a crimped state with the outflow aspect exhibiting an ovalized appearance and inflow aspect exhibiting a reniform appearance. All leaflets exhibited signs of creases and frame imprints. These conditions may possibly be associated with the valve being crimped inside the capsule of the delivery system for unknown duration of time. The leaflets were stiff yet slightly flexible. As received, all leaflets appeared partially closed. Large gap observed between the free margins. All commissures were intact. A remnant of coagulated blood was present on the inflow aspect. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded but didn¿t expand to full dilation. Due to the received condition, a deployment simulation to evaluate against the alleged event of infolding cannot be performed. Conclusion: the device history record and frame record were reviewed. The device was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Calcification may have been a contributing factor. It was reported that, upon deployment, an expansion defect was observed. A post-balloon dilatation was not performed in this case, but per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. Based on the image subject matter expert assessment, a misload was present by overlap to node 4. As stated in the IFU, if a misload is detected, do not attempt to reload the bioprosthesis and discard the entire system. However, the misloaded valve was attempted to be implanted resulting in an infold. In this case, the root cause is deemed to be a misload, this is a use-error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded in cold nacl by a certified loader. Fluoroscopic loading check showed a crown overlap up to the 4th node. The patient had annular and left ventricular outflow tract (lvot) calcification, therefore the annulus was pre-dilated with a 22mm balloon. When the valve was attempted to be deployed, it became apparent that the valve was not opening properly. A new valve and delivery catheter system (dcs) were successfully used for the procedure. No adverse patient effects were reported. Additional information was received that a procedure delay of 20 minutes occurred as a result of the infold. Clarification of the initial narrative is required: the valve was loaded onto the dcs in a cold bath of saline solution which is a combination of distilled water and salt (sodium chloride (nacl)).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.